Event description:
Pt had total hip arthroplasty 13 yrs ago. Conservative effort failed & had revision of acetabular components with total hip 1 mo ago. Pt now has dislocated hip with the metal marker at 6 o'clock rather than 12 o'clock. Appears metal marker rimming the polyethylene is deplaced beyond the confines of the acetabular dome.